Event description:
A medwatch report was submitted to the FDA and recieved by edwards on (B)(6) 2022. The report stated that the fogarty balloon ruptured and retained product parts. No hospital information or initial reported information was made available. The model and lot numbers are also unavailable. The device is not available for return.

Manufacturer narrative:
The device was not returned for evaluation. The medwatch report did not include any additional information regarding the intial reported or the hospital. An investigation to get the product returned could not be conducted. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.